Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 4mm x 4mm amplatzer piccolo occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. After implant of the device but during the procedure, that the patient suffered cardiac arrest. Chest compressions were initiated. Ultimately, the patient was pronounced deceased. There was no difficulty with implanting the device. It was thought that the proximal disc caused a coarctation into the aorta. The dimensions of the patient's patent ductus arteriosus was reported as aortic ampulla- 5.4mm, middle of duct-2.5mm, narrowest portion-1.5mm, length-10.5mm. It was noted that prior to the procedure the patient was noted in stable condition.

Manufacturer narrative:
An event of death after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information relating to the operative notes, and procedure imaging was requested but was not received from the field. Information from the field indicated that the abbott delivery system was used to deliver the device and no difficulty was experienced when implanting the device. The field also indicated that the proximal disc caused a device to stretch too long due to the size of the duct causing the into the coarct. The device history record could not be reviewed as lot/batch details were not provided. Based on the information received, the cause of the reported incident could not be conclusively determined.